Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior a normal device change out, increased pacing impedance and increased capture threshold were noted on the lead. Externalized conductors was observed via fluoroscopy. The lead was deactivated and left on the left side vessels due to occlusion on (B)(6) 2019. New system was implanted on the right side. Patient was stable.